Manufacturer narrative:
This report is being supplemented to provided additional information based on the legal manufacturer¿s final investigation. During discussion with the olympus employee involved with the issue, it was determined that the user had the device set to the small cavity mode, which caps out at 15 mmhg. The customer will need to press the cavity mode button to switch to normal cavity so they can increase the pressure higher then 15 mmhg. The user could not increase the pressure due to selecting the wrong cavity setting. The device is designed so that it can only be set between 3-15mmhg when the cavity mode is set to a small size. Three attempts were documented to obtain more information on the issue, including the serial number of the device involved, but this information was not provided by the customer. The following were confirmed from the operation manual: chapter 5 how to use. 5.4 setting of cavity pressure. Lumen mode: small. Setting range :3~15 mmhg. Chapter 5 operation: 5.4 setting the cavity pressure. Cavity mode: small. Setting pressure range:3 ¿ 15 mmhg.

Manufacturer narrative:
The device was not returned for evaluation. During the call with the user, the tac (technical assistance customer) support engineer advised the user to switch from small cavity mode to normal cavity mode to be able to increase the pressure higher than the 15 mmhg. In a return call, the user confirmed that the device was switched to normal cavity mode and was able to increase the pressure. No other issue reported, unit is functional. To date, no patient impact or harm reported. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a therapeutic procedure the user had a larger patient and wanted to increase the cavity pressure higher than the normal cavity pressure however, the device stopped when the pressure reached at 15mmhg ( millimeters of mercury.) There was no patient harm or injury reported on this event. No user harm or injury reported.